Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial# unknown, product type recharger; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient had a massage two weeks prior to report and ever since then had lost stimulation on one side. The patient was asked if they felt stimulation in normal area and noted that they ¿lost it on one side.¿ it was noted that every time the patient turned stimulation on they had a burning or stabbing feeling. Impedances and an x-ray looked fine. There was no migration seen on the x-ray. The healthcare professional (hcp) gave the patient some medicine to help and it did not. It was noted that the patient recharged a few days prior to report and every time they recharged they get ¿this burn feeling.¿ it was noted that last time the patient¿s buttocks "blistered¿ when they recharged. It was further noted that the temperature gauge came on. The patient had the implant for years and never before had this issue. It was unknown if other medical procedures were done. The patient had been seen by the manufacturing representative on the date of report. The manufacturing representative would meet with the patient again. Additional information was requested but was not available at the date of this report.